Event description:
Procedure type: unk. According to the reporter: the pt had a "burst-stomach." The initial surgery was in 2008. The burst of the stomach was on the following month. The abdominal wall closure (cellorrhaphy) had been closed completely by over-and-over suture. The suture broke in the middle of the strand. They had to re-sew the abdominal wall to correct the situation.